Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports the patient has zero vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.